Event description:
It was reported that a doctor direct connected two epidural leads to an ins at the date of report. It was reported that the patient had a good response, but when they ¿checked with the battery they had high impedances at 2.4 v, on 0<(>&<)>1 and 8<(>&<)>9.¿ it was noted that the lead was removed and wiped down. They tried to wipe the connector block several times, but this did not resolve the issues. When the leads were tested with the multi-lead trialing kit, they were ¿fine.¿ they received the same issues after trying to wipe down the lead and reinserted it while making sure the set screw was tightened. Additional information reported that high impedances of >3600 were measured for contacts 0, 1, 8, 9, 10. A different product was used as a result of this event. An impedance test was performed. It was noted that the mltc was tested and retested to confirm the leads were intact, wiped, the leads and battery channels retested and cleaned multiple times. The doctor decided to use a different battery. Additional information reported that multiple troubleshooting exercises to correct high impedance issues were conducted. The leads were wiped multiple times, the battery channels were dried and the leads were retested through the mltc. The doctor chose to implant a new battery when the impedance readings were normal. On (B)(6) 2013 rp (rep): no additional information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator, serial# (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.